Event description:
Additional information was received from the patient (pt) stating they don't know what the cause was, once they put the electrode on the needle, the ins kicked in too high level right away and decrease gradually as the power on the needle was decreased and he felt comfortable and it decreased where pt didn't feel anything from the stimulation. Patient stated he is having acupuncture for neuropathy and he was on group d and it was helping his neuropathy and back but it was annoying so he went back to group a setting. Patient stated he used to feel the stimulation but he is not feeling the stimulation and like to know if he can increase the stimulation. Patient connected with device and ins is 80%, communicator is 100% and patient is able to adjust the base and prim settings. Patient stated he is having great result with the scs therapy and the acupuncture therapy. Agent reviewed device function and recommend patient consult with healthcare provider (hcp) if necessary. The issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Today while having acupuncture treatment in his legs, the patient reported feeling an increase in stimulation from his spinal cord s timulator (scs) system for about 5-10 minutes that then diminished in strength and subsided. The scs system was on at the time of the event. The pt said the increase in stim was not uncomfortable and diminished over the 5-10 minutes. The pt typically feels stim in their back and waist from their scs system but pt does indicate that he doesn't feel his stim most of the time only occasionally. Tss (technical services) reviewed turning stim off during acupuncture as a consideration.